Event description:
It was reported that a leak occurred inside the epifuse cover. The event occurred during patient in use. There was no adverse event.

Manufacturer narrative:
E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device connector, which was leaking from a hole. As no lot number was provided, no review of manufacturing records could be conducted. Although the reported issue was confirmed, the investigation could not identify a root cause for the observed condition.